Event description:
Upon transitioning from trilogy 100 to trilogy evo, I was unable to safely utilize the device with the mouthpiece ventilation mode due to an obstruction alarm that wasn't present on the previous model (trilogy 100). A constant alarm is unsafe due to the significantly increased risk of alarm fatigue. Many patients like me rest the mouthpiece against their lip between breaths, which can cause this alarm. Phillips must immediately issue a software update to remove the obstruction alarm in the mpv mode on trilogy evo, similarly to the trilogy 100, or allow clinicians to disable or enable the alarm. FDA safety report ID #(B)(4).